Event description:
It was reported after the procedure was completed, it was discovered that the bolt had broken off. The broken piece/fragment of the bolt remains in the patient. This report is related to report number 3025141-2023-00068 for the bolt involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.